Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was seen in the emergency room after having a syncopal episode. Noise was observed on the right ventricular (rv) lead and right atrial (ra) lead. It appeared that the noise was oversensed and led to inhibition of pacing. Telemetry noise was also seen. Boston scientific technical services discussed that there may be internal and external noise issues. Telemetry was re-established and no noise observed. Isometrics were performed and the noise was not able to be reproduced. Ts reviewed additional device data and was unable to uncover any potential source for the patient's syncope. Further investigation was to be performed with the patient's physician. A request for additional information was made. No further information is available at this time. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.